Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic pain ('pain') and autoimmune disorder ('autoimmune issues') in an adult female patient who had essure (batch no. 654835,654441) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia in (B)(6) 2016, prolapsed lumbar disc in 2010, scoliosis in 2010, hypothyroidism in (B)(6) 2008, migraine in 2007 and irritable bowel syndrome. Previously administered products included for an unreported indication: levothyroxin from 2008 to (B)(6) 2019. Concurrent conditions included thyroidectomy since (B)(6) 2009 and urethral stricture. Concomitant products included ampicillin sodium (viccilin) from 2009 to 2010, atorvastatin since 2016, fluoxetine since 2010, hydrocodone bitartrate;paracetamol (norco) since 2010, methocarbamol since 2016, sumatriptan (imitrex) and sumatriptan since 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: night sweats"), night sweats ("hormonal changes describe: night sweats"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rashes or skin conditions type: rashes around my tattoos"), migraine ("migraines / headaches"), headache ("migraines / headaches") and polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). In (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis,"). In (B)(6) 2011, the patient experienced tooth fracture ("dental problems: tooth breaking and crumbling"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced vitreous floaters ("vision /eye problem: 'floaties'"), vision blurred ("degenrative vision") and visual impairment ("vision /eye problem: degenrative vision"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), nausea ("nausea"), neck pain ("neck pain"), back pain ("back pain") and pain ("all over pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant, salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, autoimmune disorder, depression, anxiety, mood swings, hot flush, night sweats, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, dysmenorrhoea, migraine, headache, nausea, dyspareunia, vaginal discharge, vitreous floaters, vision blurred, visual impairment, fatigue, neck pain, back pain and pain outcome was unknown and the alopecia, weight increased, rash, polycystic ovaries and tooth fracture had resolved. The reporter considered alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, mood swings, nausea, neck pain, night sweats, pain, pelvic pain, polycystic ovaries, rash, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitreous floaters and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 99.7 kgs. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporters information was added. Lot number was added. Added event device breakage ,mood swings, night sweats ,hot flashes, abnormal bleeding, (vaginal, menorrhagia), utis, apareunia (inability to have sexual intercourse), depression, rashes around my tattoos, migraines, headaches, ovarian cysts, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, vision/eye problems type: blurred vision, seeing floaties", degenerative vision, fatigue, neck pain, back pain, all over pain. Updated outcome of events hair loss, weight gain, rashes, dental problem, cysts from unknown to recovered/resolve. Medical history, medical drug, concomitant condition, concomitant drug, were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic pain ('pain') and autoimmune disorder ('autoimmune issues') in an adult female patient who had essure (batch no. 654835,654441-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia in january 2016, prolapsed lumbar disc in 2010, scoliosis in 2010, hypothyroidism in january 2008, migraine in 2007 and irritable bowel syndrome. Previously administered products included for an unreported indication: levothyroxin from 2008 to 26-jun-2019. Concurrent conditions included thyroidectomy since august 2009 and urethral stricture. Concomitant products included ampicillin sodium (viccilin) from 2009 to 2010, atorvastatin since 2016, fluoxetine since 2010, hydrocodone bitartrate;paracetamol (norco) since 2010, methocarbamol since 2016, sumatriptan (imitrex) and sumatriptan since 2010. On (B)(6) 2009, the patient had essure inserted. In december 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). In march 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In october 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rashes or skin conditions type: rashes around my tattoos"), migraine ("migraines / headaches"), headache ("migraines / headaches") and polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). In december 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis,"). In february 2011, the patient experienced tooth fracture ("dental problems: tooth breaking and crumbling"). In may 2011, the patient experienced fatigue ("fatigue"). In october 2012, the patient experienced vitreous floaters ("vision /eye problem: 'floaties'"), vision blurred ("degenrative vision") and visual impairment ("vision /eye problem: degenrative vision"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), nausea ("nausea"), neck pain ("neck pain"), back pain ("back pain") and pain ("all over pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant, salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, autoimmune disorder, depression, anxiety, mood swings, hot flush, night sweats, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, dysmenorrhoea, migraine, headache, nausea, dyspareunia, vaginal discharge, vitreous floaters, vision blurred, visual impairment, fatigue, neck pain, back pain and pain outcome was unknown and the alopecia, weight increased, rash, polycystic ovaries and tooth fracture had resolved. The reporter considered alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, mood swings, nausea, neck pain, night sweats, pain, pelvic pain, polycystic ovaries, rash, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitreous floaters and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 99.7 kgs. Hysterosalpingogram - on 14-oct-2010: results: total bilateral occlusion. Lot number: 654835 manufacturing date: 2009/07 expiration date: 2012/07 lot number (654441) is invalid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic pain ('pain') and autoimmune disorder ('autoimmune issues') in an adult female patient who had essure (batch no. 654835,654441-invalid,664441) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia in (B)(6) 2016, prolapsed lumbar disc in 2010, scoliosis in 2010, hypothyroidism in (B)(6) 2008, migraine in 2007, irritable bowel syndrome, multiparous and vaginal delivery (4 deliveries). Previously administered products included for an unreported indication: levothyroxin from 2008 to 10-jul-2019. Concurrent conditions included thyroidectomy since (B)(6) 2009 and urethral stricture. Concomitant products included ampicillin sodium (viccilin) from 2009 to 2010, atorvastatin since 2016, fluoxetine since 2010, hydrocodone bitartrate;paracetamol (norco) since 2010, methocarbamol since 2016, sumatriptan (imitrex) and sumatriptan since 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rashes or skin conditions type: rashes around my tattoos"), migraine ("migraines / headaches"), headache ("migraines / headaches") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). In (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis,"). In (B)(6) 2011, the patient experienced tooth fracture ("dental problems: tooth breaking and crumbling"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced vitreous floaters ("vision /eye problem: 'floaties'"), vision blurred ("degenrative vision") and visual impairment ("vision /eye problem: degenrative vision"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), nausea ("nausea"), neck pain ("neck pain"), back pain ("back pain") and pain ("all over pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant, salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, autoimmune disorder, depression, anxiety, mood swings, hot flush, night sweats, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, dysmenorrhoea, migraine, headache, nausea, dyspareunia, vaginal discharge, vitreous floaters, vision blurred, visual impairment, fatigue, neck pain, back pain and pain outcome was unknown and the alopecia, weight increased, rash, ovarian cyst and tooth fracture had resolved. The reporter considered alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, mood swings, nausea, neck pain, night sweats, ovarian cyst, pain, pelvic pain, rash, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitreous floaters and weight increased to be related to essure. The reporter commented: the coil was in good placement with approximately 4 coils outside of the tubal ostia on both the sides . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 99.7 kgs. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Lot number: 664441, expiration date: 2012/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: medical record received: lot number added. Reporter information was added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic pain ('pain') and autoimmune disorder ('autoimmune issues') in an adult female patient who had essure (batch no. 654835,654441-invalid,664441) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia in (B)(6) 2016, prolapsed lumbar disc in 2010, scoliosis in 2010, hypothyroidism in (B)(6) 2008, migraine in 2007, irritable bowel syndrome, multiparous and vaginal delivery (4 deliveries). Previously administered products included for an unreported indication: levothyroxin from 2008 to (B)(6) 2019. Concurrent conditions included thyroidectomy since (B)(6) 2009 and urethral stricture. Concomitant products included ampicillin sodium (viccilin) from 2009 to 2010, atorvastatin since 2016, fluoxetine since 2010, hydrocodone bitartrate;paracetamol (norco) since 2010, methocarbamol since 2016, sumatriptan (imitrex) and sumatriptan since 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rashes or skin conditions type: rashes around my tattoos"), migraine ("migraines / headaches"), headache ("migraines / headaches") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). In (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis,"). In (B)(6) 2011, the patient experienced tooth fracture ("dental problems: tooth breaking and crumbling"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced vitreous floaters ("vision /eye problem: 'floaties'"), vision blurred ("degenrative vision") and visual impairment ("vision /eye problem: degenrative vision"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), nausea ("nausea"), neck pain ("neck pain"), back pain ("back pain") and pain ("all over pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant, salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, autoimmune disorder, depression, anxiety, mood swings, hot flush, night sweats, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, dysmenorrhoea, migraine, headache, nausea, dyspareunia, vaginal discharge, vitreous floaters, vision blurred, visual impairment, fatigue, neck pain, back pain and pain outcome was unknown and the alopecia, weight increased, rash, ovarian cyst and tooth fracture had resolved. The reporter considered alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, mood swings, nausea, neck pain, night sweats, ovarian cyst, pain, pelvic pain, rash, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitreous floaters and weight increased to be related to essure. The reporter commented: the coil was in good placement with approximately 4 coils outside of the tubal ostia on both the sides. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 99.7 kgs. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Lot number (654441) is invalid. Lot number: 654835 manufacturing date: 2009/07 expiration date: 2012/07. Lot number: 664441 manufacturing date: 2009/08 expiration date: 2012/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, alopecia, depression, anxiety and weight increased outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, depression, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.